Event description:
During a clinical trial sponsored by biosense webster, a patient experienced pain and a respiratory infection occurred post use of an ez steer thermocool sf nav catheter. The patient¿s medical history is unknown. It was reported the patient acquired mild pneumonia, mild chest pain and discomfort post procedure. The patient did require hospitalization and medication for the pneumonia. No medical intervention was provided for the chest pain and discomfort. Both conditions resolved without sequelae. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related and not device related.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). (B)(4). (B)(4).

Manufacturer narrative:
Additional information was received on january 23, 2017, therefore a more complete event is as follows. It was reported that a (B)(6) female patient underwent an ablation procedure on (B)(6) 2014 for atrial fibrillation with an thermocool® sf nav bi-directional catheter and suffered community-acquired pneumonia (requiring medication), urinary tract infection (requiring medication), and chest pain (requiring no intervention). Cardiovascular medical history includes hypertension and sick sinus syndrome. Less than 7 days post-procedure, the patient was diagnosed with community acquired pneumonia. Interventions included medication (unspecified) and extended hospitalization. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not device-related, and definitely index procedure related. Less than 7 days post-procedure, the patient sustained a urinary tract injury or infection related to the urinary catheter. Intervention was medication (unspecified). Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not device-related, and definitely procedure-related. Less than 7 days post-procedure, the patient reported chest pain/discomfort. No intervention was necessary. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not device-related, and definitely procedure related. It was also noted that 21 months post-procedure, the patient suffered cardiogenic and hypovolemic shock secondary to acute inferior st segment elevation myocardial infarction with gastrointestinal and pulmonary bleeding. These events required emergent catheterization, blood transfusions, and intravenous fluids. The patient expired on (B)(6) 2016. Principal investigator assessed these events as not device-related and not procedure-related, therefore, these are not MDR reportable events to bwi. (B)(4).